Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a superficial artery interventional procedure. Reportedly, a suture break occurred during plunger removal. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. During manufacturing, suture diameter inspection, suture tensile testing inspection, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks inspections are performed. At final inspection, all proglide devices undergo inspections to verify the suture is not damaged or deformed. A sample of devices from each is functionally deployed and destructively tested as part of lot release testing. No information was provided regarding user technique/anatomical conditions that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the suture breaking during plunger removal could not be determined. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency.